Event description:
Olympus was informed that on rare occasions the facility had cleaned the ent endoscopes by rinsing the endoscopes in tap water and hand soap. This reported phenomenon was identified in july 2008. Olympus was also informed that following an internal investigation by the facility, a total patients that may have been affected were notified. One patient that was notified was said to have had tested positive for hepatitis c. No further detailed information was provided to date.

Manufacturer narrative:
The devices referenced in this report were not returned to olympus for evaluation. Based upon the information provided to date, the cause of the user's report appears to be due to user error. An olympus endoscope support specialist was dispatched to visit the user facility and provide in-service training on how to properly reprocess the devices. Olympus has contacted this facility via telephone and in writing, however, no further details have bene provided as yet. If significant information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.